Manufacturer narrative:
(B)(4) date sent: 9/24/2024 d4: batch # 270c05. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received unfired. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 270c05, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What trouble shooting steps were taken in an attempt to open the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cardio thoracic lobectomy procedure that on the fifth firing on a pulmonary branch artery the device would not open. To open the surgeon shook the stapler a little, regripped and used two thumbs and the stapler opened but there was bleeding on the staple line. The procedure was converted to open to repair the bleeding but by the time the surgeon had opened up the patient the bleeding had stopped. Another device was not needed to continue with the procedure.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024 additional information was requested interesting that it was an unfired cartridge in it. I will reach out to the coordinator to see if they can recall any extra information to help. Surgeon experience: he preferred covidien staplers and was certainly more comfortable with covidien staplers, but said he could make ours work. He had fired the pvs before and also I believe 5-6 times already in the case where this happened. My recollection was he said he fired it, it stapled and then he could not get the device to open, as if the jaws were stuck together. I asked if he heard a lock out? He said no. He felt as if it fired completely and just wouldn¿t open. I asked how he got it open and he said he ¿shook¿ the device and eventually the jaws opened. But then he saw bleeding and so he opened. Upon opening the patient he said he noticed the bleeding had stopped on its own. No adjunct hemostasis device or mechanical device was needed to stop bleeding. I¿ll reach out and see if I can get any more information. I spoke with the scrub tech in the room, who said she was a little fuzzy on the details since it was a few months ago. However, she did say that the surgeon did not use a trochar - he was probably using an alexis retractor, but not a trochar. She said that he fired the device, it did not release, and he shook it to get it to open (which it finally did). He noticed the bleeding, so he handed the stapler back to her and she did reload it with a fresh load but as she went to hand it to him, he said that he did not want it back and to get another one. But at this point he also asked for a suture to help control the bleeding but was having trouble getting access through the small incision and decided to open. By the time he was open and had access, the bleeding was under control. They did not use the manual return lever. And it was removed while articulated.